Manufacturer narrative:
One 8f introducer with the catheter (cc010989; model#177hf75) was received for analysis. A contamination shield was not returned. The complaint of "cco catheter 177hf75j got stuck in the middle of intro-flex f095f8j during insertion. It was tight and became unable to move the catheter inside the introducer" was not confirmed. The introducer was found to be in good condition. Functional testing of the returned catheter (insertion and removal test though introducer) was performed; the catheter could be inserted and removed smoothly. Examination of the introducer valve confirmed the wiper gasket to be misaligned. Leak testing was performed with the returned catheter; this confirmed a small amount of leakage from around the catheter occurred when pressurized from the introducer sidearm to 300mmhg air. The wiper gasket misalignment allowed some leakage from around the catheter. Leakage does occur when a catheter is inserted through the valve housing, but there was no leakage when the catheter was removed. The wiper gasket is the seal when a catheter is inserted, and the duckbill valve is the seal when there is no catheter inserted. Although the reported of the catheter getting stuck was not confirmed, the defect of wiper gasket misalignment was confirmed as related to the manufacturing process. A risk assessment was conducted and corrective actions were implemented to address the issue.

Event description:
It was reported that "cco catheter got stuck in the middle of intro-flex during insertion. It was tight and became unable to move the catheter inside the introducer. Both the catheter and the introducer were replaced". Additional information from sales representative "the devices were inserted from the patient's neck and the blood vessel was very tortuous. The customer commented that this vessel condition might have attributed the insertion difficulty. It was unable to move the catheter forward at all but the customer did not see this event as a problem". No patient injury was reported.